Event description:
A (B) (6) male received a 1.3cc syringe injection of caha in the glabella. The filler was placed in boluses deep under the dermis. The caha was mixed with 0.3cc of lidocaine without epinephrine, and an epidermal cooling device for anesthesia was used. A few hours later, the patient developed increased bruising and pain in the area of injection. He returned 48 hours later with an area of skin necrosis in the distribution of the right supratrochlear artery. He was given a medrol dose pack and nitroglycerin paste to apply topically twice daily for a week. An eschar formed three days later. After six more weeks, he had significant improvement with some thickening of the glabellar skin. Four months later and after microdermabrasion, he had only mild residual hyperemia of the skin. The patient recovered well and had minimal scaring.

Manufacturer narrative:
Injection in the glabella with radiesse dermal filler is an off label use. The ae was found in the professional journal of opthalmic plastic & reconstructive surgery. The article contained two patients who developed a necrosis post caha injections. An MDR will also be filled on the other patient MDR 2135225-2010-00008. Ophthalmic plastic & reconstructive surgery vol. 25. Number 6. Case reports journal article.